Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the first spyscope ds ii and 3005099803-2025-04777 for the second spyscope ds ii. It was reported to boston scientific corporation that two spyscope ds ii access and delivery catheters were used during cholangioscopy procedure in the common bile duct for the treatment of stones on (B)(6) 2025. It was reported that after approximately 8 to 10 minutes of successful cholangioscopy, the image abruptly disappeared. Initial flickering was observed, followed by the monitor displaying a gray screen with five dots. They used a second scope with the same problem. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: the returned spyscope ds ii was analyzed, passed all tests performed, and exhibited normal device characteristics. During the media inspection, the photos provided showed no visualization on the monitor and the loading screen. During inspection of the returned device, the scope was connected to a controller and displayed image as expected. The image remained stable when a guidewire was passed through the device. The tip of the camera articulated without any issues, the image remained stable when articulating the tip. No residues were observed in the breakout region of the handle. The reported event was not confirmed. Based on all gathered information, the probable cause selected for the visualization problem is no problem detected. However, absence of treatment is addressed as adverse event related to procedure since the event was not completed due to the device losing visualization. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-04767 for the first spyscope ds ii and 3005099803-2025-04777 for the second spyscope ds ii. It was reported to boston scientific corporation that two spyscope ds ii access and delivery catheters were used during cholangioscopy procedure in the common bile duct for the treatment of stones on (B)(6) 2025. It was reported that after approximately 8 to 10 minutes of successful cholangioscopy, the image abruptly disappeared. Initial flickering was observed, followed by the monitor displaying a gray screen with five dots. They used a second scope with the same problem. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.